Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the primary IV tubing had become disconnected from the patient's PICC since it was last checked an hour earlier, resulting in leakage of IV fluid. No patient harm was reported.

Manufacturer narrative:
The customer¿s report of a disconnection was not confirmed. Visual inspection of the set¿s components noted no separations, damages, or any issues. Although the mating component used during the reported event was not received, functional testing performed on the received suspect set using a lab mating component was unable to duplicate the reported issue. The root cause of the customer¿s report of a disconnection was not identified.